Manufacturer narrative:
An event of the residual shunt was reported. Information from the field indicated that the physician upsized to a larger device to reduce the leak. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was selected for implantation using a 9f amplatzer trevisio intravascular delivery system. During the procedure, it was noted that there was a residual shunt around the device, so it was removed from patient anatomy. A 24mm amplatzer septal occluder was successfully implanted. It was noted that there was a small leak around the aorta. On (B)(6) 2023, the patient had developed hemolysis, and had a follow up transesophageal echocardiogram (tee). It was discovered that the disk of the device had perforated the aortic wall. The small leak around the aorta was still noted. On (B)(6) 2023, the patient had surgical intervention to close the defect and perforation with grafts. The device was removed from patient anatomy. The patient is reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.